Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not identified via the provided photograph. Due to the nature of the sample, no functional testing could be performed. Therefore, the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information : during follow up it was clarified that there was a white stain (external surface of in-line filter) on a vented paclitaxel set that was identified during setup and preparation. Additional photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed and the presence of a yellow component was observed outside of the fluid pathway. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set had a dirty tip. This was identified during setup. There was no patient involvement. No additional information is available.